Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and failure analysis investigations not replicated nor confirmed the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively wit full range of motion in all directions. The jaws opened and closed properly. The instrument passed an electric continuity, ceramic dot test, and jaw gap verification test. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument movement was strange. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate instruments when the issue occurred. The customer stated that there was non-intuitive motion. The vse instrument scaled appropriately, and the timing of the instrument movement was appropriate. However, the instrument did not move in the intended direction. There were no external collisions and the issue occurred persistently. A backup instrument was used to resolve the issue. There was no patient injury.